Event description:
Reportedly, this valve was explanted after approx a 3 years, 5 month implant duration due to mitral regurgitation and coronary artery disease.

Manufacturer narrative:
Device not returned.